Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the tip clamp sleeve is not sitting all the way down due to the compression spring being stuck in the up position in the reported problem area of the pipette assembly. The tip clamp and compression spring were replaced. The instrument was inspected, tested without further problem, and returned to service.